Manufacturer narrative:
Investigation results: visual investigation: the femoral-as well as the tibial component show no device failure or serious damage. The components were examined visually and microscopically. In the delivered condition the tibial as well as the femoral component show no bone cement adhesive on the intended area. The surgery report from the revision operation also mentions that neither the femoral nor tibial component was covered with bone cement. The coated surface of both implants shows no abnormal deviations failure. The visible discoloration of both implant surfaces is a result of oxidation and does not affect the material properties in any way. The meniscal component shows only little imprints and scratches. The provided x-ray figures give no hints regarding the root cause for the mentioned implant loosening. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is no longer acceptable. The need to revisit the risk assessment will be requested and further evaluated by the responsible department. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. Different szenarios can lead to the loosening of the implant. Based upon the investigations results a product safety case was initiated. Any action regarding CAPA will be addressed with this case.

Event description:
Associated medwatch-reports: 9610612-2021-00114 ((B)(4) no188z); 9610612-2021-00115 ((B)(4) no165z). Involved components (aufführen in d11 + c2). Nl479-univation f meniscal comp.t4 rm/lm 8mm-52462745.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with no165z-as univation xf tibia cemented t4 lm. According to the complaint description, the univation x no188z and no165z implants have loosened. No cement adhesion can be observed on the implants. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00114 (400502135 no188z), (B)(4), (400502136 no165z). Involved components (aufführen in d11 + c2). Nl479-univation f meniscal comp.t4 rm/lm 8mm-52462745.